Event description:
It was reported that the rv lead had a high spike in impedance. The patient reported light headedness. When the pocket was opened to access the lead, it was noted that the vein was occluded. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was fractured. It was noted that there was blood in/on the helix/lobe mechanism.